Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported medical assistance and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs7ezb6. Hardware: sm-s918u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted insulet customer support to report a medical event that occurred the previous day. The patient stated that a pod was being worn at the time medical attention was sought; however, the duration of pod wear was unknown. The patient reported experiencing a diabetic ketoacidosis (dka) event. According to the patient, assistance was provided at home by the patient¿s spouse, who is a nurse. The patient alleged that the medical event was related to the pod. Information regarding diagnosis, treatment, blood glucose values, and additional pod details, including lot number information, could not be obtained. A supplemental report will be provided if additional information becomes available.